Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Head will not stay attached to my toothbrush when I am using it...flying off - oral-b [device breakage] case narrative: female consumer via e-mail reported that the oral-b toothbrush heads would not stay attached to the oral-b toothbrush handle when she was using it and they kept flying off. No injury was reported.